Event description:
We had an issue with equashield sa-ez spike adapter that had an issue and did not connect correctly to our alaris tubing- this was during the mixing process and did not reach a patient. The technician realized the issue and used another device but she saved the device with the issue and it was sent to equashield for evaluation.